Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 36-year-old female patient who had essure (batch no. 857597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2015, plaintiff underwent essure confirmation test revealed, total bilateral occlusion. Concomitant products included naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight loss"), 3 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: apr-2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in a (B)(6) year old female patient who had essure (batch no. 857597) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2015, plaintiff underwent essure confirmation test revealed, total bilateral occlusion. Concomitant products included naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight loss"), 3 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received. Reporter's information were added. Case became serious incident as removal was done for event pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.